Manufacturer narrative:
Concomitant medical products: 407658, lead implanted: (B)(6) 2014, 4968-35, lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. No further patient complications have been reported as a result of this event.